Event description:
A female patient was treated using the st applicator on the sub-mental area for non-invasive wrinkle treatment. Two days after the treatment, patient reported to the doctor that a blister was created on the treated area. Doctor reports that it is a difficult area to treat and she is aware that she burned the patient. The injury was assessed and post burn instructions were given by the doctor. During the next few weeks the patient applied home remedy ointments and applied make up to the area against doctor instructions. Doctor felt that debridement was necessary (which is the medical removal of dead, damaged, or infected tissue to improve the healing potential of the remaining healthy tissue). About (B)(6) weeks after the treatment doctor reports that there appears to be a divot to the area with hyper pigmentation noted, and has asked a plastic surgeon to see her patient. There is no information whether the patient has undergone any plastic procedure.

Manufacturer narrative:
Upon reviewing of the information provided by the clinic the most probable root cause appears to be a patient compliance combined with user error. Patient applied home remedy ointments and make up to the area, this could have caused an inflammation reaction and resulted in scarring of the treated area. Doctor applied the maximum energy allowed although guidelines recommend using lower energy levels on bony areas. The equipment used for the procedure has not been evaluated as part of this investigation due to timing of reported incident. The st applicator has been used on patients since that time with no reported injuries. On (B)(6), the clinic stated that the scarring was resolved beautifully without problems.